Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. Customer¿s blood glucose (bg) level was 202 mg/dl. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.